Manufacturer narrative:
The device has been received for analysis. Analysis of the returned sheath identified no abnormalities or defects that could have contributed to the reported allegations. The sheath performed as intended during leak testing; therefore, the root cause of the complaints could not be confirmed. A device history record (DHR) review for (B)(6) was performed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. A risk review was performed referencing a leak on the device. The maximum severity associated with this event is a 2 based on the information provided within the event description, as additional intervention (sheath replacement) was required to complete the procedure. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. Based on all the information, the "no problem detected" conclusion code was selected for the allegations of "visible air/bubbles" and "leak" as analysis did not find any abnormalities or defects that could have contributed to the reported complaints.

Event description:
It was reported that faradrive steerable sheath clear was selected for paraxysmoal afib. It was mentioned that during the procedure, sheath had an air leak from the valve which contributed air tracking into the sheath, bubbles were noted in the flush line, no air was noted in the patient. When mapping catheter was changed to farawave, suction was kept in flush line, it felt very difficult to keep it in negative pressure, because the leakage in faradrive's valve will make the air into the flushing line. Slow drip saline leak was noted from the distal end. Thus, the sheath was replaced with another same model sheath, and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that faradrive steerable sheath clear was selected for paraxysmoal afib. It was mentioned that during the procedure, sheath had an air leak from the valve which contributed air tracking into the sheath, bubbles were noted in the flush line, no air was noted in the patient. When mapping catheter was changed to farawave, suction was kept in flush line, it felt very difficult to keep it in negative pressure, because the leakage in faradrive's valve will make the air into the flushing line. Slow drip saline leak was noted from the distal end. Thus, the sheath was replaced with another same model sheath, and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.